Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual inspection was performed on the returned device. The reported balloon rupture was confirmed. It is likely that the reported balloon rupture occurred due to interaction with the lesion site. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other incidents. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat a lesion in the heavily calcified superficial femoral artery. The 6.0 mm x 40 mm 150 cm armada 18 balloon dilatation catheter (bdc) was advanced in the patient anatomy without resistance. However, during the first inflation to 8 atmospheres the balloon ruptured. The bdc was removed and was replaced with an unspecified armada bdc to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.